Event description:
Information was received indicating that a smiths medical cadd infusion pump over infused. It was reported that "the bag ran dry (50ml overfill)" with no alarm for air in line. It was also reported that the pump program was verified as correct, no excessive priming was done and the reservoir volume was reset correctly with the last bag change. The reporter indicated that troubleshooting was unsuccessful. No adverse effects were reported.